Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alarm sounded when the atrial lead measurement was not taken. Manual measurements were able to be taken. The lead remains active. No patient complications were reported as a result of this event.